Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
Received a copy of the customer's medwatch report from the FDA which states, " carefusion primary IV tubing either leaks or is broken at connections. It occurred once with one 1 port an one 2 port primary tubing. Adult: when placing smart site infusion primary tubing into the pump, tubing broke apart at the connection; small amt of medication lost. No harm to patient. (B)(4). Nicu baby: IV tubing had been running for about 24 hours then began leaking inside of pump. Leak site was at upper blue hub of IV tubing. No harm to patient. ((B)(4))"